Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the hospital due to the vibratory alert. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. Device download was successful. Patient was stable before, during, and after the download and will continue to be monitored.